Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent movement on balloon occurred. The target lesion was located in the right coronary artery. A 2.75 x 16 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was little bit dislodged in the balloon. The stent was a little bite lodged with the balloon when we pull out the system. The device was completely removed from the patient's body. The procedure was completed with another of same device. No patient serious injury nor complications were reported.